Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer was failed. A field service engineer checked and manually removed the broken screamer and recovered the failed drawer. The system functioned as intended after troubleshot by the field service engineer.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ 4000 integrated main drawer 6 continued to show that it required a "recovery". In additional, several cubies within drawer 6 were not communicating and preventing the nurses from retrieving medications for their patients. Cubie b3 would not close. The entire pyxis station had to be turned on/off in order to close drawer 6 because of this cubie every time this drawer was attempted to be opened. This issue was preventing nurses from pulling all medications that are located in drawer 6 causing major workflow issues for nursing and pharmacy. There were no adverse events or injuries reported based on this incident.